Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the 60-80% diffused stenosis in the middle of left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the front part of the balloon ruptured at 3atm within 5 seconds, and contrast agent leaked. The device was removed through guidewire. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the 60-80% diffused stenosis in the middle of left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the front part of the balloon ruptured at 3atm within 5 seconds, and contrast agent leaked. The device was removed through guidewire. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues or damages. A blood was identified within the balloon material. Microscopic examination of the balloon identified a pinhole 1mm proximal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device soaking in the waterbath at 37 degress and was attached to an encore inflation unit. A pinhole was located 1mm proximal from the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge.